Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported the impedance measurements were high on the right ventricular pacing lead and that the lead was oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.